Event description:
Reporter indicated that following software upgrade, "a window is appearing mentioning 'error'" after interrogation. The reporter also indicated a problem with the "view last parameters" button.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.